Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the medical staff. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the arm between 36 and 48 hours. At the hospital, the patient received an infusion of insulin (novarapid). Pod was discarded.